Event description:
The customer reported to customer service that the transformer housing for her breast pump broke after two weeks of use - there is a crack in the housing and a "chunk" broke off. An injury was not reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u with the customer, she indicated that she initially noticed a crack in the transformer housing (she didn't know how it occurred) but continued using it. Then she noticed a break (a piece of the housing was missing), which exposed inner electronics. She also indicated that she did not witness any sparking, fire or flame and that no injuries were sustained as a result of the issue. A product eval revealed that the transformer housing was broken, exposing inner electronics, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0m height per ul2601-1 2nd edition. Production samples were dripped three to five times from a height of 1.0m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Eval summary - a visual examination of the power supply revealed the transformer housing was cracked open (though taped back together by the customer), exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 13.8 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured as open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 56.6 ohms, which is normal and indicates that the thermal fuse did not blow.